Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code of malf 12, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur.